Event description:
Per the clinic, the device was explanted on (B)(6) 2021 due a tip foldover. The patient was reimplanted with another cochlear device during the same surgery.

Event description:
Section f8, f11 and f3 submitted in the initial importer report is incorrect. The correct date should have been (B)(6) 2021.